Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-02862. It was reported that following a stenting treatment procedure, the patient presented with thrombosis, myocardial infarction and subsequently died. In (B)(6) 2011, triple vessel disease was confirmed by angiography. In (B)(6) 2012, a 3.0x28mm promus stent and a 3.5x28mm non-bsc stent were implanted in an unspecified location. In (B)(6) 2012, the procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous lesion located from the left main coronary artery (lmca) to the mid left anterior descending (lad) artery and from the lmca to the proximal left circumflex (lcx) artery. After pre-dilation, a 2.75x28mm promus element stent was implanted in the mid lad, a 3.5x18mm non-bsc stent was implanted in the lmca and a 3.0x28mm promus element stent was implanted in the proximal lcx artery. Five days later the patient presented emergently with thrombus and no flow at the entrance of the lmca. An emergency thrombectomy and angioplasty were performed. The patient suffered shock and cardiopulmonary arrest. It was noted that clopidogrel was shown not to be of benefit for this patient. The cause of death was listed as stent thrombosis.